Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.9, lab: 5.3, patient #1. Date: (B)(6) 2011, inratio: <0.7, lab: 5.8, patient #2. Patient therapeutic range 2-3. Two different strip lots were used, but caller was only able to provide one.